Event description:
Patient was taken to x-ray a day after implantation of a personalized implant when a fracture on a right side of mandible bone was noticed. A replacement surgery will be planned.

Manufacturer narrative:
The investigation concluded that the device did not malfunction and there was no deterioration in the characteristics of the performance of the device. Investigation showed that the device met specifications. The exact reason for bone breakage could not be established.